Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the programmer prompted a warning message indicating that the statistics could not be accessed and that the permanent program was not active. This is an indication that the device has been previously re-initialized and the reinitialization was not successfully finished. The pacemaker's memory content was inspected. The inspection revealed that the pacemaker was re-initialized four times on the (B)(4) 2015, the day the device was explanted. This is consistent with the warning message shown upon interrogation. Therefore, the standard program was activated and the pacemaker could be interrogated as expected. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted most likely from the reinitializations performed on the (B)(4) 2015. During analysis the pacemaker proved to be fully functional and was operating as expected. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future

Event description:
Per op note from the hospital, this device was explanted and replaced because during an atrial lead revision due to dislodgement, this device was found to have a software malfunction. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Event description:
Per op note from the hospital, this device was explanted and replaced because during an atrial lead revision due to dislodgement, this device was found to have a ¿software malfunction¿. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.